Manufacturer narrative:
(B) (4): for coil protrusion. The code has been requested.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device remains implanted and was not available for analysis. From the limited information available it is most likely that due to anatomical or procedural factors performance of the device was limited, the coil stretched during deployment and subsequently, broke in an attempt to remove it. Therefore, the most likely a root cause is related to operational context.

Event description:
It was reported that the coil stretched during deployment into the left posterior cerebral artery (pca) aneurysm. As the physician attempted to withdraw the coil, the coil broke from the pusher wire. The physician was unable to retrieve the coil. Subsequently, part of the coil protruded into the parent vessel. A stent was placed to secure the coil against the artery wall. The patient condition was reportedly ¿ok¿. No further information was provided.

Event description:
It was reported that the coil stretched during deployment into the left posterior cerebral artery (pca) aneurysm. As the physician attempted to withdraw the coil, the coil broke from the pusher wire. The physician was unable to retrieve the coil. Subsequently, part of the coil protruded into the parent vessel. A stent was placed to secure the coil against the artery wall. The patient condition was reportedly ¿ok¿. No further information was provided.